Event description:
Needle broke off during procedure. Further conversation with the customer revealed that the needle broke during a mediastinal biopsy. The physician successfully extracted the needle and required the use of a c-arm.